Manufacturer narrative:
Additional information: d4, d9, g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was attached to the returned instrument. The reload was fully fired. The reload was clamped. The I beam was advanced distally. Functional testing found that the firing knobs could not be used to retract the I beam of the reload. The returned reload was removed by manually retracting the I beam. Damage on the reload cartridge was noted. The laminates hooks were examined under a microscope and were found to be damaged. It was reported that bowel tissue became stuck in the jaws of the reload and the surgeon was unable to retract the reload using the black ears of the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the operation was extended by 30 minutes due to the need for a large incision to resect the bowel after bowel tissue became stuck in the jaws of the reload. The surgeon was unable to retract the reload using the black ears of the device, and attempts to reset the device and retract the blade were unsuccessful. Manual intervention was required, including the use of a flat-head screwdriver to open the device jaws and remove the tissue. The surgeon then used a competitor¿s stapler to cut the stapler out, and the stapler was removed with the port intact. The bowel was subsequently resected and re-stapled.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap - lot# p5d1349. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (expiration date, lot), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.